Manufacturer narrative:
This device is not distributed, marketed, or sold in the u.s.; however, it is similar to model number 2800 which is marketed in the u.s. The subject device was not returned to edwards for evaluation. Manufacturing records were not reviewed as the serial number of the device was not provided. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Failure of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis, non-calcific degeneration and/or endocarditis. Attempts to get additional information regarding the condition of the device at the time of the procedure, patient's medical history and condition post-implant or possible comorbidities have been unsuccessful; therefore, the root cause for the procedure remains indeterminable. If new information becomes available, a supplemental report will be filed. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. No corrective or preventative actions are required.

Event description:
Edwards received information that a 25mm bioprosthetic aortic valve was removed from the patient. Reason for removal and implant duration remains unknown.

Manufacturer narrative:
Device evaluated by manufacturer: visual examination of the device revealed minimal host tissue on the tissue and into the orifice at the greatest distance of approximately 3mm on leaflet 1 at the inflow aspect. Fibrin-like material was observed on all three leaflets at the inflow and outflow aspect. Additional manufacturer narrative: based on the product evaluation results and the minimal information received, a definitive root cause cannot be determined at this time.

Manufacturer narrative:
Additional manufacturer narrative: further assessment was performed on the subject device. Revealed, there is minor to mild host tissue growth on the inflow (ventricular) side of valve. The whitish host tissue within the valve frame is fibrous (pannus) growth that mildly encroached onto the surface of leaflets 1 and 2 from inflow perspective. The rest host tissue deposits on the leaflet surface and commissure areas are fibrin-like material. Mild host tissue growth, mostly fibrin-like material, is evident on the outflow (aortic) surface of the leaflets 2 and 3 near commissure 3. Minor host tissue growth in the rest of outflow surface of the leaflets. The leaflets appear to be stiffer when probed with fingers. The increase in leaflet stiffness may have been exaggerated by exposure to and storage in tissue fixatives, i.e. Formalin, post explant. No leaflet tissue calcification is evident on radiographic image. As received, the host tissue growth along appear to be not severe enough to cause the malfunction of the valve. Fibrin-like deposition can be resulted from inflammation such as endocarditis. However, with no echocardiogram and other relevant information, the direct cause for the explantation of this particular valve could not be determined at this time.

Manufacturer narrative:
Additional manufacturer narrative: through further investigation, it was learned that the subject device was removed due to pannus/host tissue. Product evaluation confirmed the clinical observation of pannus/host tissue. Host fibrotic tissue (pannus) growth is considered a part of the local host response to the initial tissue injury during surgery and as well as an ongoing response to the implanted device. The process usually results from acute and chronic inflammation, which can be triggered by trauma, a foreign body reaction, infection, or other immune responses to the implant. As such, it is extremely difficult to predict the occurrence and severity of pannus overgrowth, and the resultant pannus deposition is highly variable among patients. The underlying mechanism is still not fully understood, but it is generally believed that the patient factors (such as patient immune system, age, other comorbidities, local anatomy et. Al.) May play important roles in pannus growth in bioprosthetic heart valves. A manufacturing non-conformance was not identified. There was no indication or allegation of a device malfunction contributing to the event. The instructions for use (IFU) has been reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Edwards will continue to review and monitor all events through the use of edwards quality systems. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No further corrective or preventative actions are required at this time.

Manufacturer narrative:
The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event.